Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) lead. Rv lead insulation damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.